Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a pocket erosion around the device. The physician created a new pocket and placed the device lower in the pocket. During the pocket revision procedure, the right ventricular pace/sense set screw came out of the set screw housing in the device. The physician was able to reseat the set screw in the device and all electrical measurements were normal. The device remains in use. No patient complications have been reported as a result of this event.